Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had an MRI and during the scan the patient felt electric current at the ins/lead location. The ins was confirmed to have been turned on at the time of the scan and the patient stated that they were never told that the ins needed to be turned off during the scan. The MRI was stopped when the patient reported the sensation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.